Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported by an edwards lifesciences affiliate in canada, regarding a 23mm sapien 3 ultra resilia valve implant in aortic position by transfemoral approach after valve deployment, physicians noted a more than moderate pvl and massive intra-prosthesis regurgitation. Post-dilatation was performed adding 2 cc of fluid to the balloon. Pvl leak was corrected, but the intra-valvular regurgitation persisted. This regurgitation was visible on fluoroscopic images and tte. During that time, diastolic blood pressure was low, but the patient was stable. Blood pressure around 110/28 all along. A second sapien 3 ultra resilia 23 mm was deployed with 2 extra cc of volume with success. No central leak was observed. The root cause of the event was unknown. The rest of the procedure was without incident and patient was expected to be discharged as per usual protocol.

Manufacturer narrative:
A supplemental MDR is being submitted for additional information from a product investigation. The following sections of this report have been updated: b4, g3, g6, h2, and h6. The complaint for central regurgitation and subsequent hypotension was unable to be confirmed due to unavailability of medical records and/or applicable imagery. A review of the DHR did not provide any indication that a manufacturing non-conformance would have contributed to the complaint event. A review of the IFU/training materials revealed no deficiencies. As device was not returned, engineering was unable to perform any visual, functional, or dimensional analysis. A review of edwards lifesciences risk management documentation was performed for this case. Per review, no evidence of product non-conformances or labeling/IFU inadequacies were identified in the evaluation. During the manufacturing process, all sapien 3 ultra resilia valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the complaint event. As reported, ''after valve deployment, physicians noted a more than moderate pvl and intra-prosthesis regurgitation. Post-dilatation was performed adding 2 cc of fluid to the balloon. Pvl leak was corrected, but the massive intra-valvular regurgitation persisted. A second sapien 3 ultra resilia 23 mm was deployed with 2 extra cc of volume with success. No central leak was observed''. Per the instructions for use (IFU), central regurgitation is a potential adverse event associated with bioprosthetic heart valves and the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to central regurgitation including malposition of the valve, impingement of a leaflet due to the guide wire, over inflation of the deployment balloon, post dilation of the implanted valve, and slow recovery of adequate ventricular flow post valve deployment and rapid pacing. All of these factors have the potential to contribute to suboptimal coaptation of the valve leaflets and cause central aortic insufficiency. Occasionally there are cases where the root cause of the regurgitation cannot be determined. In this case, the patient had severe paravalvular leak, which could lead to improper leaflet coaptation due to lack of central blood back flow pressure, resulting in central regurgitation the further post-dilation could also over stretch valve leaflet or over expand the valve, resulting in further central regurgitation. As such, available information suggests that procedural factors (paravalvular leak , post-dilation) may have contributed to the complaint event. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.